Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to infection. Reportedly, the left ventricular (lv) lead broke during the procedure, leaving the distal end of the lead in the patient's coronary vasculature. No additional adverse patient effects were reported. This lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.